Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to a lead fracture at l1 that was causing high impedance. As a result, the patient underwent surgical intervention on (B)(6) 2020 for a revision procedure, wherein the physician could not remove the l1 lead from the epidural space and could not implant a new lead in the epidural space. Patient has coverage in pain areas from the lead at l2. See related regulatory manufacturer report number: 1627487-2020-01735.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.